Event description:
It was reported that during a pacemaker implant procedure, the right ventricular lead testing with the programmer was performed appropriately and the patient remained dependent of the pacing system analyzer (psa) back up stimulation. When attempting to perform the right atrial (ra) lead testing, the screen of the programmer became unresponsive and froze with the previous settings. The patient was unable to receive pacing with the atrial psa channel, and the physician was not able to change the rate or perform any actions. The patient continued to receive ventricular pacing during this time. The procedure had to be performed with a different programmer. After the implant procedure was complete, the programmer had to be turned off and then on to have the screen to function again. Further recommendations were requested to prevent this situation in the future. Technical services (ts) discussed programmer replacement is recommended in these situations. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that during a pacemaker implant procedure, the right ventricular lead testing with the programmer was performed appropriately and the patient remained dependent of the pacing system analyzer (psa) back up stimulation. When attempting to perform the right atrial (ra) lead testing, the screen of the programmer became unresponsive and froze with the previous settings. The patient was unable to receive pacing with the atrial psa channel, and the physician was not able to change the rate or perform any actions. The patient continued to receive ventricular pacing during this time. The procedure had to be performed with a different programmer. After the implant procedure was complete, the programmer had to be turned off and then on to have the screen to function again. Further recommendations were requested to prevent this situation in the future. Technical services (ts) discussed programmer replacement is recommended in these situations. No additional adverse patient effects were reported.

Event description:
It was reported that during a pacemaker implant procedure, the right ventricular lead testing with the programmer was performed appropriately and the patient remained dependent of the pacing system analyzer (psa) back up stimulation. When attempting to perform the right atrial (ra) lead testing, the screen of the programmer became unresponsive and froze with the previous settings. The patient was unable to receive pacing with the atrial psa channel, and the physician was not able to change the rate or perform any actions. The patient continued to receive ventricular pacing during this time. The procedure had to be performed with a different programmer. After the implant procedure was complete, the programmer had to be turned off and then on to have the screen to function again. Further recommendations were requested to prevent this situation in the future. Technical services (ts) discussed programmer replacement is recommended in these situations. No additional adverse patient effects were reported.